Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/02/2019, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The patient reported seeing a dermatologist for redness at the insertion site. At the time of contact, it was indicated that the patient was okay. No additional event or patient information is available.